Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump had button issue. The customer¿s blood glucose was unknown. There was crack in left corner of the insulin pump, the buttons were harder to push. The troubleshooting was declined. The insulin pump will not be returned for analysis.